Event description:
The customer reported that the insulin pump is over delivering and not delivering insulin at times. Troubleshooting was performed. The caller stated that the night before his blood glucose was 145mg/dl, and in the morning when he woke up his glucose level was 621mg/dl. The customer mentioned that the bolus history shows an insulin delivery that he did not program. He also stated that the device has cracks on the screen. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. The insulin pump was monitored and had no insulin smell near lcd board area. Unable to verify insulin delivery anomaly or perform occlusion test due to damaged lcd board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.